Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that coating is coming off the guidewire (subject device). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Expiration date - added. Manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire and the procedure was successfully completed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿guidewire ptfe coating peeling¿

Event description:
It was reported that coating is coming off the guidewire (subject device). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.